Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a right ventricular (rv) lead low pacing impedance warning. The measurements were consistent with historical values. It was also noted there was rv lead undersensing during non-sustained ventricular tachycardia episodes and a treated ventricular fibrillation (vf) episode; and the patient experienced syncope. The lead remains in use. No further patient complications have been reported as a result of this event. It was further reported that the syncopal episode was due to an appropriate shock for ventricular tachycardia (vt). The device lower rate limit was reprogrammed in an attempt to decrease ventricular ectopy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a right ventricular (rv) lead low pacing impedance warning. The measurements were consistent with historical values. It was also noted there was rv lead undersensing during non-sustained ventricular tachycardia episodes and a treated ventricular fibrillation (vf) episode; and the patient experienced syncope. The lead remains in use. No further patient complications have been reported as a result of this event.